Event description:
A user facility submitted a repair request to the olympus service center, on an endoeye flex 3d deflectable videoscope for pinholes in the bending rubber. Upon inspection and testing of the customer returned device, the scope adhesive part on the objective lens was found peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, pinholes in the curved rubber due to external factors, adhesive part of the objective lens peeled off, curved rubber adhesive missing, scratches on operation part due to external factors, scratches on grip due to external factors, switch 1 scratched due to external factors, video connector scratched due to external factors, and light guide connector scratched due to external factors. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.